Event description:
Philips received a complaint by the customer on the v60 indicating that error code speaker test failed occurred. No patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that error speaker failure, had occurred. Upon review of the diagnostic report (drpt) the error code speaker test failed along with primary alarm failed were confirmed the drpt. The customer had previously replaced the speakers to resolve the issue, but this was unsuccessful. The customer then replaced the central processing unit (cpu) and requested the option codes for the cpu to activate the options. After the options were enabled, the customer confirmed the issue had been resolved. The customer replaced the cpu and enabled the cpu option codes to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.